Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the pump dispensed insulin during the load cartridge step on two occasions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated "no cartridge detected" warnings had occurred. During investigation, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. Investigation revealed a detached pcb component from the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number:2531779-03/24/2010-003-r